Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional info becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device was making a loud noise when the motor was rotating, and it would not lock. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.